Manufacturer narrative:
A steris service technician arrived at the facility's location following the reported event. The technician spoke with user facility personnel who stated the operator was "splashed" with sterilant on her face and chest while inserting the aspirator probe into the sterilant cup. The technician inspected the unit's cup punch assembly, including the unit's aspirator probe and did not identify any issues that would result in the reported event. The facility disposed of the subject s40 sterilant cup before the steris technician's arrival. The facility did not report any cup defects that may have attributed to the reported event. The s40 sterilant cup is designed with a semi-permeable membrane that is punctured by the aspirator probe to access to the cup's peracetic acid. After the membrane is punctured, the aspirator probe assembly fits flush with the system 1e tray, forming a barrier that prevents any "splashing" of sterilant as reported. The system 1e operator was not wearing the appropriate ppe while handling the s40 sterilant as stated in the system 1e operator manual. The operator manual (7-2) states, "caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." While onsite, the steris service technician instructed the user on the proper procedure for puncturing the s40 sterilant cup as outlined in the system 1e operator manual. Steris account management personnel offered additional in-service training on the proper use of the system 1e processor; however, the offer was declined stating the incident has been addressed internally by the facility.

Event description:
The user facility reported a system 1e operator was injured while inserting the aspirator probe into an s40 sterilant cup prior to initiating a processing cycle. The employee was taken to a medical facility where her eyes were flushed with water and first aid was administered.